Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation of the subject device confirmed the followings; the reported event was reproduced. Defect of a mainboard was noted. The reported event was caused by the defect of a mainboard. If additional information becomes available, this report will be supplemented.

Event description:
When the device was supplying gas, the device made a noise and froze up. The front panel of the subject device then automatically went off. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the defect of the internal circuit due to aging. If additional information becomes available, this report will be supplemented.